Event description:
A physician reported during intraocular lens (iol) implant procedure, stated that when he tries to insert the intraocular lens into the patient's eye, he felt resistance as if the injector was clogged and also stated that there was a scratch on the optics. The lens was explanted during initial procedure and replaced with unspecified lens. The procedure was completed on same day.

Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case inside the lens carton. Viscoelastic was dried on the lens. The optic was pressed down into the well of the lens case, pressed between two posts of the lens case. One haptic was torn from edge into optic in the haptic/optic junction. The lens was cleaned with klrp for further evaluation. The posterior optic surface was split near the haptic. The optic has a small scratch on the anterior surface and was cracked horizontally from the optic center toward the optic edge. This damage may have been interpreted as the reported complaint. Multiple cracks were observed on the anterior optic surface in the shape of an instrument used to grasp the lens. Product history records were reviewed and the documentation indicated the product met release criteria. Qualified associated products were used. The product investigation cannot determine the root cause for the reported complaint. The reported scratch damage was observed. Additional lens damage was also observed. It is unknown if adequate viscoelastic was used in the associate cartridge. The instructions for use (IFU) instructs to completely fill the cartridge with ophthalmic viscosurgical device (ovd) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. Use the company cartridge at operating room temperatures between 18 degree celsius (64 degree fahrenheit) and 23 degree c (73 degree fahrenheit). The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the intraocular lens (iol) to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).